Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 325cc and experienced deflation on the right breast implant and capsular contracture with baker grade IV on the left breast implant. The deflation was confirmed by physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-06766 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a 66 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 325cc and experienced deflation on the right breast implant and capsular contracture with baker grade IV on the left breast implant. The deflation was confirmed by physical examination. As a result, patient underwent removal of the implant on 10/11/2018. This is for the right side implant, see manufacturer report number 1645337-2018-06766 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered an area of missing material measuring approximately 0.3 cm x 0.3 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).